Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a battery status indicator of mol2, with a monitoring voltage of 3.24 volts, and a charge time of 9 seconds. This observation was made prior to implant, while the device remained in the packaging. A guidant technical services (ts) consultant recommended warming the device up to room temperature, and to perform a second manual cap reform. If normal, ts recommended implanting the device.